Event description:
Customer reported that she experienced high blood glucose of 600 mg/dl; current value is 565 mg/dl. Customer was advised to change the entire infusion set and treat with manual injection. She treated with a bolus. Customer experienced nausea, vomiting and headache. During troubleshoot; it was stated the drive support cap is recessed. Customer stated she had a small bump on the site and she is going to wait and call her doctor to check her skin. Customer removed the infusion set and the cannula was bent. She declined to continue troubleshooting the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.